Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced but failed to cross the lesion. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. Visual inspection revealed numerous kinks to the hypotube of the device. Microscopic inspection revealed tip damage to the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure (12atm) and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced but failed to cross the lesion. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.